Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside a bd¿ syringe with needle between the barrel and the stopper. There was no report of injury or medical interventions.

Manufacturer narrative:
One sample was returned to sbdm, lot number is 1711302. Black color foreign matter was observed outside of the syringe of the complaint sample. Foreign matter analysis: sbdm analysis the fm using infrared spectrometry. Based on the results, the material of fm was polypropylene, the same raw material of barrel component of the syringe. House sample inspection: sbdm inspected 25 pcs of the house sample for lot 1711302. No foreign matter was observed on the house samples. Device history record review: sbdm reviewed the manufacturing records for lot 171132. No abnormality was observed. Sbdm complaint record review: sbdm reviewed customer complaint record for lot 1711302, there is no repeated complaints of same issue from other customers. The likely cause is the foreign matter on the complaint sample is compressed burr of a plunger, the burr occurred during injection molding process. Due to static electricity, the burr was attached on the barrel of the complaint sample. Sbdm had quality training on this customer complaint for syringe assembly line workers and plunger molding line workers. Sbdm enhance monitoring of syringe manufacturing process and its handling process to prevent similar case of quality issue. Sbdm are checking and reconfirming of molding work condition and implementing of preventive maintenance for syringe mold. Sbdm implement enhanced syringe assembly machine cleaning 3 times per day (before work, before lunch time and after finish work). Based on investigation, infrared spectrometry analysis of the fm concluded the material to be polypropylene, the same raw material of barrel component of the syringe. The likely cause is the fm on the complaint sample is compressed burr of a plunger, the burr occurred during injection molding process. Due to static electricity, the burr was attached on the barrel of the complaint sample.